Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (manipulation of the devices, 5ml additional volume), patient factors (advanced age ¿ 92 years, moderate valvular calcification, bulky native leaflet calcification, severe aortic root calcification) likely contributed to the annular rupture observed post valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during the transfemoral tavr procedure a 29mm sapien 3 valve was deployed with 5ml more contrast solution than nominal volume under percutaneous cardio pulmonary support (pcps). One minute after the valve deployment, an increased effusion was detected. Intubation was performed and the patient¿s chest was opened. The bleed was seen between the non- coronary cusp (ncc) and the left coronary cusp (lcc) on the left atrium side. Hemostasis was achieved by compression and a drainage catheter was inserted. Extubation was performed, the patient was weaned off from pcps and left the operating room. Mild to moderate paravalvular leakage (pvl) was noted at the end of the procedure. The valve remains implanted in the patient. Prior to the tavr procedure, the patient had been on an intra-aortic balloon pump (iabp) for worsening heart failure. The native annular valve area measured 766.0mm2 by CT. Moderate valvular calcification, bulky native leaflet calcification and severe aortic root calcification, from the ncc to the left ventricular outflow tract (lvot), was reported.